Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker observed the power/system connector cable was disconnected from the power pcb, which is the cause of the reported issue. The power/system connector cable was reconnected to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no report of patient use associated to the reported event.